Manufacturer narrative:
Concomitant products: 4574 lead, implanted: (B)(6) 2005, 4194 lead, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead exhibited very low r-wave. The device was reprogrammed and the waveform was optimized to wavelet to minimize problems with the discriminator. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.